Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on how to reset the pump, successfully performed the reset, and subsequently started their sensor session without further issues.